Event description:
It was reported to philips that the c-arm control panel in theatre was sticking, causing unintended motion on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the controller, geo module tilt ort flexmove kit wp, and lead shield; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).